Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep installed an sbc kit, backplane inmf, and hard drive to correct the problem. Also had to erase flash to correct the problem. Sys operates as intended.

Event description:
It was reported that the 9800 sys would not boot up. No pt injury was reported.